Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04119. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A successful transeptal puncture was performed and the initial la pressure was 15mmhg. A watchman® access system with an unknown pigtail catheter was advanced into the patient and situated in the correct position in the laa. A 24mm watchman® laa closure device & delivery system was prepped and the pigtail catheter was removed. The delivery system was advanced into the correct position. The access system was retracted to snap into the delivery system under fluoroscopy guidance and no distal motion was detected. A contrast injection was performed to confirm final position prior to deployment, but the delivery system was more distal than in the previous fluoroscopy. Contrast in the pericardial space was noted. The delivery system was left in place and the patient was administered protamine. The closure device was deployed at the desired location in the laa with the release criteria met. The patient experienced hypotension and pericardiocentesis was performed; 220 cc of arterial blood was drained from the pericardium and reinfused back to the patient. The day after the procedure, the patient experienced pericarditis. An echocardiogram was performed which showed the effusion was resolved. The patient was considered stable and went home following a two night stay at the hospital.